Manufacturer narrative:
(B)(4). A wallflex biliary rx fully covered rmv stent and delivery system were returned for analysis. The stent was received undeployed and fully covered by the outer sheath. Visual examination of the returned device found the clear outer sheath at the guidewire access sheath (gas) section was kinked. The inner shaft was kinked, detached/ separated, and at this point was found exiting at the guidewire access port. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. The stent and the outer diameter of the distal section of the exterior tube (outer sheath) were measured and were found to be within specifications. No other issues with the stent and delivery system were noted. The damages noted to the returned device were consistent with application of excessive force during use. Taking all available information into consideration, the investigation concluded that the reported events and the observed failures were due to anatomical and/ or procedural factors such as characteristics of the lesion, handling of the device, the technique used by the user, and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2019. Reportedly, the patient has a very tight stricture. According to the complainant, during the procedure, the physician had difficulty advancing the delivery system. The stent was removed from the patient fully covered by the outer sheath. Reportedly, a tear was noted on clear outer sheath near the guidewire exit port. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the inner sheath was detached/ separated.